Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl and high levels of ketones; cause was not known. Tandem technical support made multiple follow up attempts to follow up with the customer, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.